Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Potential root causes include, kinks, leaks and blockages in the vacuum circuit or a component failure. No lot/serial number has been provided, therefore a review of the device history is not possible. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt, the seal was not able to be obtained using a renasys pump. Troubleshooting steps were performed using at least three (3) soft ports during the process, but the issue was not fixed; unable to obtained seal. Since there was full "take" of the graft with minimal drainage, the nurse called the md to get npwt discontinued. No patient injury or other complications were reported.